Manufacturer narrative:
The device involved in the event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply."

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately, 4.5 years post initial procedure, the patient was treated for a suspected type ii endoleak (non-device related failure). The physician treated the patient by coiling and (onyx) gluing the aneurysm sac and during this procedure the physician detected a possible type 1a endoleak. The physician referred the patient to another physician. The referred physician elected to explant the graft and the patient is doing very well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ii endoleak of the lumbar arteries event is confirmed and is most likely anatomy related. The sac growth event of 18.5mm is confirmed. The type 1 endoleak was not confirmed and the cause for this event could not be determined. Procedure related harms for this event could not be determined. The final patient status was reported that graft was explanted successfully, and the patient is doing very well. The explant device was discarded and not available for return. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with duraply". Corrections: h6: remove device code 3190. H6: remove result code 3233. H6: remove conclusion code 11.